Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
Patient developed an infections shortly after having their device implanted, and was admitted into the hospital, and treated with antibiotics. It was later reported that the patient had their device explanted. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.